Manufacturer narrative:
The treatment tip was returned for eval. Eval of the tip confirmed the presence of a dielectric breakdown in the surface of the tip membrane. Users are instructed to carefully monitor the conditions of the pt's skin during treatment and use professional judgement whether to continue treatment after detection of small burns (blisters).

Event description:
On (B) (6) 2010, solta was notified of an event where a pt had received blisters on her face following a treatment with a thermage cpt system. The treatment level settings were between 2 and 4, and no error messages were observed during treatment. After approx 420 reps on the right side of pt's face, the treating physician noticed blisters. He then switched to the left side of the pt's face and treated at a treatment level of 1.5 to 2, and noticed blisters after treatment. MDR reportability was determined on (B) (6) 2010, following confirmation of residual scarring to pt's face.